Event description:
Pt presented with pain and effusion of both hips. Right stem looked loose on x-ray and was loose at time of revision. Pt had pian 12 months post op.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.